Event description:
This pt was admitted for (pta) percutaneous transluminal angioplasty procedure of a dialysis shunt/anastamosis graft. The vessel was heavily calcified and heavily tortuous (almost 30 degrees), and rate of stenosis is unk. The slalom thrill 6x4 40 cm 4fr balloon ruptured at 14 atmospheres during initial inflation. When the balloon catheter was pulled back, the balloon parts remained inside the pt's body. The parts were removed successfully by surgical operation and the pt is in stable condition. Add'l info indicated that a competitor's 6fr sheath was used during the procedure. After the balloon ruptured, it is unk if the device and sheath were removed as a unit or if the balloon was attempted to be remove through the sheath. It is also unk if the balloon was caught on the graft. No further info is available.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.